Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an error code on the programmer that had a ¿call hcp¿ screen with an unknown code. The caller would be meeting with the patient the day of the call to troubleshoot and try to correct the issue. It was reviewed how to clear a suspected por and the rep was advised to call back for further assistance when with the patient. The rep later reported the issue began on the day of the call. The rep reported the patient was trying to adjust setting when the physician picture with the phone showed on the programmer with a por beneath it. When the rep synced the clinician programmer it showed the device was off. The rep noted a recent medical encounter of an adjustment on their pain stimulator at the medical office and also reported a major fall in (B)(6) 2019. The rep reported the patient¿s battery was completely done and they had impedance on all 4 electrodes. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They reported that the battery life was exhausted. A por was suspected but not confirmed. The por was noticed by patient after their dbs procedure. The device was turned off and kept off due to the impedance issue and no battery life remaining. The healthcare professional (hcp) is aware and patient will meet with hcp on (B)(6) 2019 to formulate a future plan of care for replacement or permanent removal. It was also noted that the patient was not feeling well during visit so plans were not discussed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that the procedure was of some sort and one elsewhere, and they did not know if the procedure was the cause of the por. No further complications were reported or anticipated.